Event description:
The handheld device and software was returned on (B)(6) 2013. An analysis was performed on the handheld and the reported allegation of serial adapter/cord failure was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2012 it was reported that the nurse's programming system was sometimes unsuccessful at interrogating the first time. The wand battery was noted to be full and the handheld was not plugged into the wall. There was no emi present and the data receiving light was flashing ant the wand was in good contact with the demo generator. Since the regional manager did not have the same model of handheld as the nurse, she was unable to swap out the serial cable to confirm that was the problem. However, it was believed that the serial cable was indeed the issue, where it connects to the handheld. The manager noticed that if the serial cable connection to the handheld is held steady, the problem is solved. The nurse stated that the handheld had not worked the first time on the previous day during surgery, but had subsequently worked when the connection was held steady. The regional manager tried disconnecting everything, reconnecting everything, and changing the wand battery to no avail. A hard reset was also performed but upon first interrogation the problem was seen again; it was believed that the connection is a bit loose. It was unknown at this time if the problem is due to the serial cable or the port on the base of the handheld where the serial cable connects. Attempts are underway for the return of the suspect product. However, the product has not been returned to the manufacturer for product analysis to date.

Event description:
It was later reported on (B)(6) 2013 that the replacement handheld computer is working fine and there are currently no problems with it. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution.